Event description:
It was reported to philips that the battery test failed. There was no patient involvement.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Manufacturer narrative:
The remote service engineer (rse) evaluated with the assistance of the customer and found that the battery needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The customer has ordered the part to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.